Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Intermittent t-wave oversensing visible on stored egms. (B)(4).

Event description:
It was reported that the patient has episodes with t-wave oversensing (twos) or other cardiosynchronous oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.